Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that after 2-6 days of use, a leak was discovered in the cuff. Tracheostomy tube change was performed without issue. Cuff patency was reported to have been tested prior to use. No adverse health outcome resulted from this event.